Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system would not save images and was missing images. No patient injury was reported.